Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of the peritonitis was unknown. The patient was hospitalized due to abdominal pain. The patient was treated with an intraperitoneal (ip) injection of amikacin (125mg every day), ip injection of vancomycin (1 gram every 96 hours) and ceftazidime injection (1gm,ip, every day, ongoing) for peritonitis. The patient was discharged 12 days after hospital admission. At the time of this report, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique by the caregiver which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, antibiotic treatment and pd therapy were discontinued, and the patient was transferred temporarily to hemodialysis (hd). Hd was ongoing. At the time of the report, the patient recovered from peritonitis. It was reported that retraining was done for the caregiver and the patient. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.